Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information was received that the implantable pulse generator (ipg) was replaced due to upgrade and battery life. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information has been obtained.